Event description:
New information states that the upper range limit was increased (reprogrammed).

Manufacturer narrative:
Reporter facility should have been: (B)(6) and phone number rather than blank. Should have been checked; user facility rather than blank.

Event description:
It was reported that during an interrogation, a patient vibrate alert came in, high lead impedance was noted. The physician ordered the lead imaged. No patient symptoms were reported. No additional information was available.